Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was experiencing high blood glucose levels and felt like she was going into diabetic ketoacidosis. Blood glucose level was 292 mg/dl at the time of the call. Customer treated with a bolus. Troubleshooting did not show any malfunction of the insulin pump. No further info was provided.